Event description:
It was reported that during a lap cholecystectomy, when closing on the vessel the clip would not close completely. The first clip would not hold on the vessel so the surgeon removed the clip with no damage to the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.